Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one of the users was not able to log in. When the user attempted to log in, they received an error stating unable to authenticate. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) spoke with the customer regarding the case. The customer mentioned that the issue had been resolved by the information technology (it) team. The system functioned as intended after the technical support specialist investigated the issue.